Manufacturer narrative:
The generator standalone power control board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The bad at installation (bai) power conversion enclosure was returned to the manufacturer for evaluation. It was reported that the output voltage to the isolated standalone board was zero, indicating an electrical failure mode. Testing on the second power conversion closure was completed by medtronic personnel. Testing found that the power conversion controller failed the power supply current testing. Testing on a third power conversion enclosure was completed by medtronic personnel. Testing found that the board failed load testing and that the power output from the board was zero volts.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the system generator would not power up. Troubleshooting revealed that the power enclosure had incoming voltage but outgoing to isolated pcb measured 0. -200 vdc was measured at both fuses at standalone fixture. Replaced power conversion but the issue persisted. When replacing the power conversion for the imaging system, the representative noted that the board was bai (bad at installation) and a second charger board was shipped for replacement. Isolated standalone board, power conversion enclosure was replaced which resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect parts have been received by the manufacturer for evaluation but the results are not available yet.

Event description:
A medtronic representative reported that while outside of procedure, the power conversion assembly was not functioning as designed. Pendant of the imaging system was displaying red x next to x-ray icon. There was no patient present at the time of the issue.